Manufacturer narrative:
The device was received and visually inspected. Visual inspection reveals that one of the silicone dams, the dam with a hole located on the top, was missing, and the distal end of the cannula was broken and missing. Neither the broken distal piece or the dam were received for evaluation. The reported complaint can be confirmed. No information was provided on when the dam was noticed to be missing. Additional information was received regarding the broken distal end, and it was added that the surgeon knowingly broke the end as a technique preference. Therefore, we cannot discern a root cause for the missing dam, but the broken distal end is due device mishandling. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone call that the customers 8.5x75mm fully threaded cannula failed during a shoulder arthroscopy as the silicone rubber stop was broken came out of the cannula. The silicone piece did not fall inside the patient and there were no debris to remove. Per the rep the notch at the distal end of the cannula was cut by the surgeon using a rongeur before it was inserted into the patient. He typically does this to give himself more clearance with the suture passer. There were no adverse patient consequences or delay. The device will be returned for evaluation.